Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer the clip of the sling released from the hanger bar of the lift. In accordance to info received the sling was "not well positioned" and this could provide to clip detachment situation. The resident involved in the incident was an elderly female and received contusions on the right side and head trauma as a consequence of the event. Then the resident was sent to the hosp for examination and then was discharged.

Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. The service unit did not forward the info to the MFR regarding the failure until after the deadline due to processing errors. Counseling as well as a review of the FDA reporting guidelines has been initiated to ensure all future reports are submitted on time. This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer in a sling, one of the clips released from the hanger bar due to the sling not being correctly positioned. The resident was an elderly female and in consequence of the event slid out of the sling receiving contusions on the right side and head trauma. In accordance with info received the resident was sent to the hosp for examination and then was discharged. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi twin) and the clip sling system was being used for patient handling at the time of the event. The lift and the sling were found to have been to specification from a functional perspective when the event took place. The lift and sling device were inspected and no malfunctions were indicated that could have caused or contributed to the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. Once the clip is in place, it is locked into position the sling cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Based on product knowledge and previously made simulations this then leaves open a possible sequence of events: it was indicated that the clip detached by itself from the hanger bar as the sling was not correctly positioned; therefore, the clip could wiggle off when the clip and strap were not under tension yet. This points to the fact that if the clip was not attached from the beginning stages of the transfer, a drop would have occurred straight away. If the labelling is followed there can be no issue. It is however possible for the caregiver to not have followed the labelling and then have not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. We come to the conclusion that there was a use error that caused the event. The instructions for use indicate: to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up. No training dates on training for the device system could be given by the facility for the staff involved. In the labelling there is a particular attention to avoid this issue, and to highlight the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed, the event would have been avoided. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.